Event description:
Caller alleged discrepant results with the inratio2 meter compared to the physician's point of care (poc) meter. Results as follows: date: (B)(6) 2012, inratio inr: (6.1), poc inr: (2.7). The time between testing was 3 hours. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.